Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) was displaying the elective replacement time (ert) indicator. The magnet rate was 100ppm.